Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported for no delivery alarm. Customer's blood glucose was unknown. Customer reported that insulin pump gives delivery blocked and the battery compartment is cracked. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime and compromised force sensor alarm test, excessive no delivery test and occlusion test. No excessive no delivery alarms noted. The insulin pump was received with cracked battery tube thread noted.